Event description:
Per the provider, the elbow male flare is leaking causing the unit to have a low o2 yellow light on.

Manufacturer narrative:
Per repair statement, the heat exchanger is leaking, the elbow male flare is leaking causing the unit to have a low o2 yellow light on.